Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, while working on bleeding, the maryland bipolar forceps instrument allegedly "charred" and did not coagulate. There was uncontrolled diffuse bleeding. After one hour of trying, the site replaced the instrument with a backup instrument. An unspecified intravenous product was administrated to control the bleeding. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has requested additional information regarding this event. However, no further details have been received as of the date of this report

Manufacturer narrative:
As of the date of this report, isi has not received the maryland bipolar forceps instrument involved with the reported event. Therefore, the root cause of the customer reported issue cannot be determined at this time. If additional information is received, a follow-up MDR will be submitted. The maryland biopolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). A review of the device logs for the maryland bipolar forceps (part# 470347 / lot/(B)(4) 471172-16/(B)(4)) associated with this event was performed on 05-oct-2021. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system (B)(4). There were three uses remaining after this last usage. This last usage of the device, per the log review, matches the reported event date, indicating that the instrument was not used after the date of the reported event as of on (B)(6) 2021. No image or procedure video was available for review. As of 26-oct-2021 a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient allegedly experienced internal bleeding. At this time, the following information remains unknown: the amount of the blood loss, the source and the cause of the bleeding, if the blood loss occurred due to the use of an isi product, if a blood transfusion was administered, and if there were any post-operative complications. It was alleged that the instrument exhibited signs indicative of possible thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Manufacturer narrative:
D14 - intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "does not coagulate correctly". Upon visual and microscopic inspection, no damage was found to the wrist assembly. No misalignment of grips or conductor wire damage was observed. The electrical continuity test passed. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. A bipolar energy cord was successfully connected to generator and instrument and energy activation test was then conducted on the system. A wet sponge held between the grips began to smoke when the energy pedal was pressed. Steam generation from the sponge indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No product malfunction was found during the failure analysis. There was no thermal damage, no damage to the conductor wire or other insulating materials, and the electrical current traveled its intended pathway (no stray energy).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report that the surgeon alleged the maryland bipolar forceps instrument "charred" and did not coagulate, resulting in uncontrolled diffuse bleeding and required intravenous product to be administrated in order to control the bleeding; which could potentially be related to a product problem. Corrected information can be found the following fields: b1 and annex codes. B1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.